Event description:
Patient had ICD placed. Eleven mos later, began to experience ICD shocks which brought her to ed. On interrogation there was noise on the ICD lead that was being oversensed; impedence of ICD lead elevated to 1584 ohms suggested fractured lead. Lead replaced 6/26/06.